Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an inguinal hernia, which required surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s inguinal hernia, as the date of its formation is unknown. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) underwent hernia surgery (possibly multiple) in (B)(6) 2024. A follow-up response from the patient¿s pd registered nurse (pdrn) revealed the patient underwent inguinal hernia surgery in (B)(6) 2024. Per the pdrn, it is unknown if the liberty select cycler caused or contributed to the creation and/or exacerbation of the inguinal hernia, as its formation date is unknown. Based on the complaint database, the patient has been undergoing ccpd therapy since approximately 2021.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) underwent hernia surgery (possibly multiple) in (B)(6) 2024. A follow-up response from the patient¿s pd registered nurse (pdrn) revealed the patient underwent inguinal hernia surgery in (B)(6) 2024. Per the pdrn, it is unknown if the liberty select cycler caused or contributed to the creation and/or exacerbation of the inguinal hernia, as its formation date is unknown. Based on the complaint database, the patient has been undergoing ccpd therapy since approximately 2021.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.